Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The rdf shows that the operator selected to abort the run at 29.6 minutes and not at 47 minutes as was originally reported by the customer. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that a donor had a vasovagal reaction during a platelet collection. The customer reported that the reaction occurred at 47 minutes into the collection. The procedure was ended. Patient identifier and age are not available at this time. It is unknown at this time if medical intervention was necessary for the vasovagal reaction. The disposable set is unavailable for return for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.